Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unspecified date and involved a 145" (368 cm) bifuse 20 drop admin set w/2 2-way stopcocks, 4 clave®, 2 0.2 micron filters, 2 luer locks that the customer reported cracked and leaking filter, occluded tubing, cracked line, and brown sediment in the filter. There is patient involvement and a delay in therapy, however, no patient harm.

Manufacturer narrative:
Received three used. List #b33929, 145 (368 cm) bifuse 20 drop admin set w/2 2-way stopcocks, 4 clave®, 2 0.2 micron filters, 2 luer locks; lot #unknown. As received there were residuals observed in the filters and the inlet and outlet air filters were wetted out with prior infusate. No cracks observed. Each set was primed at gravity and leak tested per product specification. An increased pressured was required to clear the residuals in the filter. There was a leak observed from both the inlet and outlet air filters on of each of the two in-line filters on each set. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR lot # review could not be conducted because no lot number(s) was/were identified. Additional information d9: device returned to manufacturer on 3/18/2022.

Manufacturer narrative:
Additional information in section b5 and d10.

Event description:
Additional information received from the customer that the leak occurred on the line. The medication involved during the event was parental nutrition (pn). The tubing and drug was replaced and therapy was resumed.